Event description:
A report was received that the patients ipg was no longer charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physicians preference. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was no longer charging. The patient will undergo an ipg replacement procedure.